Event description:
The patella was revised due to wear.

Manufacturer narrative:
Summary of evaluation: the patellar component cannot be evaluated for reported wear as it has not been returned for evluation, but was discarded by the hospital. A review of the device history records for the component found that no discrepancies were reported during mfg.